Event description:
Patient presented with high risk torturous aneurysm measuring 11cm and 5cm on right iliac with a 45 degree angle and 2 cm neck length. Wire wrap was experienced while unsheathing the limbs and physician attempted to turn and adjust the inner core several times. The control cord broke about 4 to 5 inches from control handle. The physician tried to manipulate inner core but was unsuccessful and cut the inner core to gain access to broken control cord by wrapping it around the hemostasis handle, however, the control cord broke again. The physician tried to deploy contralateral limb but was also unsuccessful. The medwatch form submitted by the hospital, indicates that when the physician opened the aneurysm, as stated in the operative notes, "there was a large amount of fresh thrombus as well as old thrombus which appeared to be chewed up with the device." The patient was converted to open repair and the device was explanted; the sales representative observed that the control cord was wrapped around the inner core. The patient died in the aicu later that evening.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information on implant and explant date

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Product labeling states that death is a potential adverse event and is a known risk of the procedure. Actual device not returned hence no device evaluation performed. No conclusion can be drawn.